Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Products: (B)(4) device implanted 2013 (B)(6). (B)(4).

Event description:
It was reported that high threshold readings were observed on the right atrial (ra) lead. Prior x-ray images indicated the lead had moved from it's original implant location. The lead was removed. No patient complications have been reported as a result of this event.